Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to "remove mesh and recurrence repair", however the patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, (B)(4) , lot number hush0622 was implanted to repair the hernia defect. (B)(6) 2013: the patient underwent an additional surgery to remove mesh and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number 0112780, lot number hush0622 was implanted to repair the hernia defect. (B)(6) 2013: the patient underwent an additional surgery to remove mesh and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with left inguinal hernia thereby underwent open hernia with the implant of perfix plug (device #1). Per operative notes, ¿extremely large direct hernia was identified and reduced. An extra-large perfix plug which was sutured to the fascia.¿ (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia and adhesions thereby underwent open repair with the implant of bard soft mesh (device #2) and explant of perfix plug (device #1). Per operative notes, ¿large amount of scarring was presented in the inguinal region. The old mesh was seen in the tubercle and a large hernia sac associated with the fibrofatty tissue was stripped away. Then the residual perfix plug mesh from the rectus fascia was identified and excised. There is so much mesh incorporated and inseparable from the tubercle without removing the testicle, so the left testicle was dissected away from the scrotal sac. Then an onlay bard soft mesh was tacked into the pubic tubercle using sutures.¿ attorney alleges that the patient had adhesions, hernia recurrence, loss of testicle and emotional injuries. It is also alleged that the patient had removal of mesh.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to "remove mesh and recurrence repair", however the patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of perfix plug, patient was diagnosed with hernia recurrence, scar tissue and adhesions thereby underwent removal of perfix plug. The instructions-for-use supplied with the device list adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.